Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Because we received no batch information from the customer, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in france: "stopcock-damaged-cracked" according to the customer: "last week, the crack had created an air portal in a patient who was unable to receive his noradrenaline and maintain his vital functions."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.